Manufacturer narrative:
H6: investigation summary two used samples were received by our quality team for evaluation. Upon visual inspection of the samples, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood when the "esmeron" was applied. The following information was provided by the initial reporter, translated from german to english: "venflon was applied, infusion attached, everything was working. Then esmeron (puncture ampoule with rubber stopper was pulled out with filter needle) was applied. Resistance was suddenly gone. Blood started bubbling."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood when the "esmeron" was applied. The following information was provided by the initial reporter, translated from german to english: "venflon was applied, infusion attached, everything was working. Then esmeron (puncture ampoule with rubber stopper was pulled out with filter needle) was applied. Resistance was suddenly gone. Blood started bubbling."